Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose ranged from 177-587 mg/dl with diabetic ketoacidosis. Reportedly, customer was hospitalized and was treated with insulin drip. Customer had manual injections available as alternate insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.